Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injurythis issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer.the manufacturer found deposit of foam particulate, hard water spots/white dried residue which is indicative of liquid intrusion.. The manufacturer concludes evidence of sound abatement foam degradation/breakdown. The manufacturer also confirms evidence of liquid intrusion. Section d9, g3, h6 has been updated / corrected.